Event description:
The husband reported via phone call that the buttons on the insulin pump were unresponsive. Customer's blood glucose was unknown at the time of the call. The customer declined to return the insulin pump at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.